Event description:
A trend that we are seeing is on the repairs of a particular model of centrifuges purchased around the end of 2008, purchased and used by the laboratory in the health care system.the warranty has already expired and we are seeing an increased amount of these devices come into our shop. We currently have two in our shop for repair.the centrifuges were purchased to replace older ones that are now obsolete and out of date. The new machine appears to be a poor design and inferior quality. We have had a rash of repairs on these, some caused by user damage due to poor design. Not sure if they were built to handle the work load that this facility places on these devices.ours is the non-refrigerated type, the t1. Rt1 = refrigerated.thermo scientific* sorvall* legend* t1/rt1 centrifuges system: laboratory, centrifuges====================== health professional's impression======================cts has identified a trend in this particular equipment requiring repairs frequently. New machines appear to be poorly designed.